Event description:
Physician reported implant rupture. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Additional information: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. "Device evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to the spec and broken shell. A visual and microscopic analysis was performed which identified, sharp broken on posterior and missing shell (0-25%). A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: sharp pattern on posterior of broken device assessed, as an unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Physician reported, implant rupture. Device has been explanted and replaced with a non-allergan device. This relates to the left side.